Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of fpga reset / reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a laparoscopic sleeve gastrectomy procedure, when the nursing team has been preparing for the case, the handle had been taken off the charger then the lcd (liquid crystal display) display screen presented a full screen alert symbol. The error message is a yellow border around the entire screen and the middle is being the black handle symbol, covered by a red circle with a line through the icon and above it is a yellow triangle with an exclamation point. The handle does not respond to any troubleshooting, a second hand piece was used but provided the same error message. There was no patient involvement.